Event description:
The physician reported experiencing issues related to the odyssey insertor and delivery system, specifically involving the insertor-iol interface. The reported issues include plunger resistance, including an instance where the plunger came out of the cartridge, and reported a recent iol removal/explant due to this problem. It is unknown if another iol was used to complete the procedure. Patient prognosis post-procedure is also unknown. No further information is available.

Manufacturer narrative:
Additional information: section a 2 patient age/date of birth: unknown/asked information was not provided. Section a-3a patient sex: unknown/asked information was not provided. Section a-3b patient gender: unknown/asked information was not provided. Section a-4 patient weight: unknown/asked information was not provided. Section a-5 patient ethnicity: unknown/asked information was not provided. Section a-6 patient race: unknown/asked information was not provided. Section b-3 date of event: unknown/asked information was not provided. Section d-4 model number: unknown, as device serial number was not provided. Section d-4 catalog number: unknown as device serial number was not provided. Section d-4 device serial number: unknown as information was not provided. Section d-4 device expiration date: unknown as device serial number was not provided. Section d-4 UDI number: the unique device identifier (UDI) number is unknown as device serial number was not provided. Section d-6a date implanted: unknown/asked information was not provided. Section d-6b date explanted: unknown/asked information was not provided. Section h-4 device manufacture date: unknown, as device serial number was not provided. Device evaluation: product evaluation was not performed because the product has not been received. If product is received after initial closure, the pi and cp (if necessary) may be re-opened to complete the return investigation. The complaint issues reported could not be confirmed. Both complaint historical and manufacturing record reviews were not conducted as the iol serial number is unknown. Conclusion: based on the limited information provided, it is not possible to determine an indication of product malfunction or product deficiency. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.